Manufacturer narrative:
Unit was received from the field for evaluation. Refer evaluation # (B)(4) - could not verify occlusion - clog may have been flushed out during decontamination at lso. Could not duplicate error message. Noted a small leak at case/body irrigation interface. The DHR for microtip lot 17913-16 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
During procedure an occlusion occurred. After trying several attempts at troubleshooting, it would not clear. The fluid path blocked message came on. I attempted the prime it again but it would not work. I inserted a second hand piece into the console and it worked just fine.